Manufacturer narrative:
Images from the customer's instrument were retrieved and reviewed. The reactions in the rh wells were negative. Customer performed additional testing using a new vial from the same lot of anti-d (monoclonal blend) series 4; expected results were observed. Customer then performed repeat testing again using the original vial of anti-d (monoclonal blend) series 4 used on the instrument and no unexpected reactions were noted. The customer did not return sample for investigation testing; sample related issues can not be ruled out at this time.

Event description:
Customer reported rh discrepancies on galileo, when performing abo/rh confirmation testing on several rh negative donor segments. The samples were tested manually using the vial of anti-d (monoclonal blend) series 4 reagent from the instrument and 1+ reactions were observed.